Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the problem was defective raw material. Notification has been sent to the supplier of the material. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that ¿bubble like effect¿ was noticed in the tubing of a vented paclitaxel set. There was no patient involvement. No additional information is available. This medical device report is 22 of 22

Manufacturer narrative:
(B)(4). A batch review will be performed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. One unused sample was received for evaluation. Visual inspection confirmed reported condition of ¿bubble like effect¿ in the tubing. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.